Event description:
It was reported that upon deployment of an ivc filter, it was observed that the ivc filter limbs were tangled around each other. The filter was not retrieved, as the physician felt that the ivc filter was oriented straight within the cava and well fixated. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.